Manufacturer narrative:
No button error alarm during testing. However unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.